Event description:
(B)(4). I've been having multiple symptoms. It started with nausea, migraine (that last days at time), fainting spells, lightheaded, bloated, hair loss, rashes, extremely fatigued, no libido, tooth pain, numbness, horrible mood swings, depression, weight gain, heart palpitations, chest pain, back, neck and abdominal pain.